Manufacturer narrative:
A4-a6: unk. Manufacture narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient developed cataract. The cause of the event was reported as the unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.